Event description:
A physician reported a microsensor (ID 826631) was properly displaying value until noon of the day after implantation. When the device was reconnected after transferring the patient for diagnostic imaging, the value was not displayed at all. Therefore, the sensor was explanted and replaced with a new device. According to information provided, the cable and the monitor used along with the sensor are unknown. It is also unknown if the patient experienced signs and symptoms due to device issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Failure analysis ¿ the issue of the complaint was confirmed: - catheter stretched 12.5cm from connector end. - catheter received with sutures 11.7 & 29cm from distal tip. - internal wires damaged from being stretched and suture too tight. - no further testing possible. - the complaint was confirmed. Root cause analysis - the supplier could determine the cause of the issue to be mishandling of the catheter. The probable root cause for this issue could be the ¿transit manipulation¿ or ¿unstable sensor performance or incorrect selection of semiconductor components¿.

Event description:
N/a.